Event description:
It was reported that the patient's device was implanted, and it 'fell'. It was also reported that the patient had the device system removed. 602864137. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).